Event description:
It was reported that safe state and a pump reset occurred. The pump was replaced. At the time of the report, the patient was without injury. The device system was used to deliver compounded baclofen.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).